Event description:
During total vaginal hysterectomy and bilateral salpingo-oophorectomy, while surgeon suturing the ip ligament, he noticed that the tip of the suture needle was missing. The suture needle was immediately removed from the surgical field and x-ray performed which was negative for broken tip. Surgeon later stated that he strongly believes that suture was defective and there may have not been a tip to begin with.